Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg side due to the ipg flipping in the pocket. Additionally, it was unable to connect with the ipg due to positioning of the ipg. As such, surgical intervention took place wherein it was noted that the lead had slightly migrated. In turn, the entire system was explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.